Event description:
It was reported that a red alert had been generated for this system due to an out of range shock impedance measurement of sixteen ohms. A review of the device data identified this was the second out of range measurement and a thirty one ohms measurements was noted five months earlier. There was no noise on the shock electrocardiograms other than some normal muscle noise and no shocks have been delivered from the device. A boston scientific technical services consultant discussed the phenomenon of external electromagnetic interference (emi) that may influence the measurements. The patient was scheduled for a clinic visit the following week and the consultant recommended isometrics and further evaluation. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported. It was reported that a review of the data from this system, identified decreased pacing impedance measurements on the right ventricular (rv) channel. A boston scientific technical services consultant documented and discussed the clinical observation with the caller. No adverse patient effects were reported. It was reported that this lead was subsequently removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a review of the data from this system, identified decreased pacing impedance measurements on the right ventricular (rv) channel. A boston scientific technical services consultant documented and discussed the clinical observation with the caller. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range shock impedance measurement of sixteen ohms. A review of the device data identified this was the second out of range measurement and a thirty one ohms measurements was noted five months earlier. There was no noise on the shock electrocardiograms other than some normal muscle noise and no shocks have been delivered from the device. A boston scientific technical services consultant discussed the phenomenon of external electromagnetic interference (emi) that may influence the measurements. The patient was scheduled for a clinic visit the following week and the consultant recommended isometrics and further evaluation. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.